Event description:
Lot 4149042 exp date 5/31/2029 pt reported half the box of the needles were dull, it would tear his skin. No further information, dates, or details reported. Indication: age-related osteoporosis without current pathological fracture.